Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device restart/reboot itself. Complainant indicated that during subsequent testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and 12 leads analyzing using a simulator without duplicating the reported malfunction. The device's multi-function cable and defib cable receptacle were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. The activity log was not available as part of the investigation.